Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction added to fields: d1, d4 (model #), d4 (UDI), and g4. Additional information added to fields: d8, d9, h3, h4, and h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. Because seal & cut output was performed while thick hard tissue was gripped at the gripping tip, the probe and tissue pad came into contact at the rear end of the gripping section, causing the tissue pad to wear. 2. As the tissue pad was worn, the probe came into contact with the non-insulating part of the gripping section. 3. Scratches were caused due to output while the probe was in contact with the non-insulating part of the gripping section. 4. The probe was subjected to the load of seal & cut or tissue gripping, and cracks occurred starting from the scratches. In addition, abnormal probe breakage occurred. 5. Since the probe was output with cracks, the error could not be canceled and it was determined that output could not be performed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the jaw of the probe fell off of the thunderbeat device. This happened during the first part of a therapeutic laparoscopic hysterectomy procedure that was completed with a similar device. There was no patient harm.